Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: phone.

Event description:
Customer reported 1 false positive flu b result for sofia flu+sars test on 1 patient. It is unknown if patient was symptomatic or asymptomatic. Confirmation testing was reported to be done with sofia flu a+b that resulted negative.